Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 426 mg/dl. The customer's current blood glucose level was 441 mg/dl. They treated their high blood glucose with the insulin pump. They had already contacted their health care professional regarding their high blood glucose. The customer was assisted with adjusting her basal setting. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.